Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited episodes of noise. The ra lead was capped to resolve the issue. No patient condition or further information could be obtained.

Manufacturer narrative:
Voluntary medwatch report received: mw5165820.